Manufacturer narrative:
Patient weight is unknown. Date of event: event day and month unknown. PMA / 510k: 1 unknown nails: pfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an intertrochanteric fracture repair utilizing a trochanteric fixation nail advanced (tfna) on an unknown date. Subsequently, it has been discovered that the lag screw cut out the femoral head and shifted superiorly. No surgical intervention is scheduled at this time. No x-rays are available and no additional information at the time of this report. Concomitant devices reported: locking screw (part # unknown, lot # unknown, quantity 1), tfn nail (part # unknown, lot # unknown, quantity # 1). This report is for 1 unknown nail head elements: helical blade. This is report 1 of 1 for (B)(4).